Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h10 product event summary: one (1) controller and six (6) batteries (bat215531, bat216882, bat215970, bat216909, bat215792, bat217213) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing records confirmed that the controller met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the reported power switching issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Of note, analysis of the internal log files of bat217213 revealed that the battery serial number was programmed to be (B)(4). Further analysis revealed that bat217213 was recognized in the logs as the recorded -160404427. This is an additional observation not related to the reported event. A review of the device's manufacturing records revealed that the step that involves the programming of the battery serial number (step 7) was not performed. The most likely root cause of the reported event can be attributed to a non-programming of the unit's serial number during manufacturing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port one (1) connector. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat217213, bat215792, bat216909, bat215970, bat216882, and bat215531 and power switching events due to communication errors involving bat217213, bat216882, and bat215531. Data log files also revealed a relative state of charge (rsoc) between 101-201 involving bat217213, which is indicative of a communication error. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the controller ((B)(4)) and six batteries ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the controller and (B)(4) manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port 1 connector. This is an additional observation not related to the reported event. Based on an investigation conducted, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Failure analysis of the return ed batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller in use during the reported event contained the software master record (smr) software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching events due to communication errors involving (B)(4). Further analysis revealed that (B)(4) was recognized in the logs as ¿ -(B)(4)¿. This is an additional observation not related to the reported event and likely due to an improper or incomplete programming of the battery during the manufacturing process. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation is evaluating momentary disconnections. Additional products: battery (B)(4) UDI#: asku, available for eval: yes, return date: 2017-08-25, evaluated by MFR: yes, mfg date: 2016-04-30. Battery (B)(4) UDI#: asku, available for eval: yes, return date: 2017-08-22, evaluated by MFR: yes, mfg date: 2016-03-31. Battery (B)(4) UDI#: asku, available for eval: yes, return date: 2017-08-23, evaluated by MFR: yes, mfg date: 2016-04-30. Battery (B)(4) UDI#: asku, available for eval: yes, return date: 2017-08-24, evaluated by MFR: yes, mfg date: 2016-03-31. Battery (B)(4) UDI#: asku, available for eval: yes, return date: 2017-08-25, evaluated by MFR: yes, mfg date: 2016-04-30. Battery (B)(4) UDI#: asku, available for eval: yes, return date: 2017-08-28, evaluated by MFR: yes, mfg date: 2016-03-31. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller and six (6) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing records confirmed that the controller and battery ((B)(6)) met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the reported power switching issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Of note, analysis of the internal log files of (B)(6) revealed that the battery serial number was programmed to be (B)(6). Further analysis revealed that (B)(6) was recognized in the logs as the recorded - (B)(4). This is an additional observation n ot related to the reported event and likely due to an improper or incomplete programming of the battery during the manufacturing process. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port one (1) connector. This is an additional observation not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and power switching events due to communication errors involving (B)(6) . Data log files also revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 3331, 4112 h6: FDA conclusion code(s): 4307 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112 d1: heartware ventricular assist system ¿ battery d4: model #: 1650de / serial #: (B)(6) h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one battery exhibited a communication error.

Manufacturer narrative:
Other devices involved in this event: medical device: battery / (B)(4). Battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 31-mar-2017. Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.